Event description:
It has been reported that the bd vacutainer® sst¿ blood collection tube has been found experiencing 18 occurrences of gel containing air bubbles. The following has been provided by the initial reporter: yellow tube has oil drift, and needle was blocked.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for air bubbles was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode air bubbles based on photos only. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10

Event description:
It has been reported that the bd vacutainer® sst¿ blood collection tube has been found experiencing 18 occurrences of gel containing air bubbles. The following has been provided by the initial reporter: yellow tube has oil drift, and needle was blocked.